Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6) 2008. Some time after the implantation, patient began experiencing pain and discomfort in his right hip, metallosis exposure, and other injuries presently undiagnosed. Patient has not yet scheduled an explantation of the asr hip implant. ***update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6) 2008. Some time after the implantation, patient began experiencing pain and discomfort in his right hip, metallosis exposure, and other injuries presently undiagnosed. Patient has not yet scheduled an explantation of the asr hip implant.